Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the applicator inner shaft lost the tip/knob of the instrument. The broken tip remained stuck in the applicator knob. No surgical delay was reported. Patient outcome is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: july 18, 2014 a non-conformance report (ncr) was created during the manufacturing process. There were damaged packaging found. The risk is considered as low as the packaging will be checked 100% at the goods receipt. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the investigation of the returned instruments has shown that the knob of the inner shaft is indeed completely broken off, and stuck into the applicator knob. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only presume that the damage of the applicator inner shaft may have been caused due to high mechanical force which was applied during use. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in july 2014 according to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.